Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, the patient being connected during priming is a use error known to cause the reported problem. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm while performing peritoneal dialysis therapy. This occurred during priming and the home patient was connected at the time of the event. The caregiver reported the patient observed air bubbles in the line. During troubleshooting, it was discovered the patient had connected before priming. The technical services representative (tsr) reviewed proper procedure and assisted the caregiver and patient in ending therapy. The patient would start over therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.